Event description:
It was reported to philips that the device had a defective ac power module and that a burning smell was coming from the module when used. The device was reported as being in clinical use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.